Event description:
Physician reported he'd seen a patient in the emergency room during the night that had gone into urinary retention while wearing the spanner stent. The stent had been placed the previous day ((B) (6) 2007); one week post transurethral microwave thermotherapy (tumt). The physician was unable to retrieve the removal suture and had to place a foley catheter which pushed the spanner stent into the patient's bladder. The spanner stent was removed by cystoscopy; approximate date of removal was (B) (6) 2007. There were no issues with the removal.

Manufacturer narrative:
The device was not returned for evaluation. A review of device history records (DHR) was not performed due to the lot number not being provided. Actual devices were not evaluated.